Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for failed battery test alarm. The customer's blood glucose was unknown at the time of the incident. Customer reported that they had been having issues with batteries over the last couple days. Customer reported that they have to put a new battery in it every day. Customer also received a motor error alarm. They inserted a new battery and received a failed battery test alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. However, device received with all operating currents within spec and passed self-test, unexpected restart error test and displacement test. No unexpected low battery or failed battery test alarms noted during testing. Motor passed motor test.